Manufacturer narrative:
The car ring is expected to be expelled from the body after a period of approximately 8-10 days, when the compression anastomosis is achieved. In some patients (e.g. With diversion), the ring is expelled later. The company recommends to remove rings that have been retained longer than one month, especially in procedures with diversion, as after a month the ring may become embedded within the tissue and removal becomes more difficult. This recommendation is being emphasized during both initial and ongoing training. A staples line generally crosses the compression element (ring) of the car device as part of the device proper functioning and therefore it is anticipated to find a staple within the ring.

Event description:
The patient had lar at 2 cm with diverting ileostomy for ca in 2009 with neoadj radiation. Ring retained. The physician notified a training manager initially at 5 weeks post operation and was advised to attempt ring removal. Subsequently, he tried to do it in office without success. Ring found to be attached one side a few weeks later. The ring was removed under spinal anesthesia after 6 weeks post operation, after grasping it with sponge stick and tugging on it. The ring was found attached to bowel. One limb of staple had become attached to wall with another end caught between ring and anvil.